Manufacturer narrative:
Attempts were made to obtain the device serial number and gtin, but were unsuccessful.

Manufacturer narrative:
The remote engineer (rse) spoke to the customer biomed who ordered a replacement remote speaker to resolve the speaker issue as reported. We will consider that the customer resolved the issue using the replacement unit ordered from philips. The product information has been requested and a follow-up report will be submitted upon receipt of additional information.

Event description:
The customer reported the speaker is not working. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.